Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery (lad). A 10mm x 2.75mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.